Manufacturer narrative:
(B)(4).

Event description:
Overdose was reported following a previous refill. The pump was "overfilled" and the reservoir volume was not checked. The patient was "doing fine now". It was later reported that a catheter dye study was performed on (B)(6) 2011 and the catheter was intact. The drug infused via the pump was fentanyl conc 50mcg/ml, dose 60mcg/ml, status: current. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model# 8731sc, serial# (B)(4), implanted: (B)(6) 2009. Corrected information: the initial MDR was filed as manufacturer's report # 3007566237201105037. Additional review indicated the correct manufacturing site was site # (B)(4).

Event description:
Patient reported their physician was no longer taking pump patients. The physician decreased the dose about one week ago to help extend the refill date. Patient stated the pump helped her and that she needed it because the oral morphine 4/day and fentanyl patches did not manage the pain she was experiencing prior to having the pump. The patient was seeking a physician to manage their care. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).